Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes; it was suspected that the implantable cardioverter defibrillator exhibited myopotential oversensing. The patient was asymptomatic to the event. The patient presented in the clinic on (B)(6) 2018 and the device was reprogrammed. The patient was in stable condition post programming.